Event description:
A surgeon reported that during a combined vitrectomy and cataract procedure there was a system message displayed; and the infusion control was disabled when using irrigation-aspiration mode. The cassette was replaced and the issue occurred a second time. The cassette was replaced a third time and the surgery was completed. There was no harm to the patient. Additional information and product samples have been requested.

Manufacturer narrative:
A product sample was requested; however, it has not yet been received by the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).